Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2021-02426, related manufacturer reference number: 2017865-2021-02427. It was reported that the patient presented to the hospital with signs of infection on (B)(6) 2022. Upon examination, it was noted that the pocket site was infected and half of the pacemaker body had broken through the overlying skin. During interrogation of pacemaker prior to explant, it was noted that the pacemaker was over-estimating battery longevity. The physician explanted the pacemaker, right ventricular lead and right atrial lead due to infection. The patient was in stable condition.